Manufacturer narrative:
(B)(4). Based on the product analysis completed on 4/2/2018, the product event has been deemed FDA MDR reportable. Procode: krd/hcg. Physical manufacturer name: (B)(4). Concomitant medical products due to character limitation: target ((B)(4)) guidewire, medtronic guiding catheter, sl-10 ((B)(4)) microcatheter. (B)(6). A report was received that during a coil embolization of a subarachnoid hemorrhage (sah) aneurysm at the internal carotid artery, a 2mm x 6cm deltaxsft10 (dlx100206, s12463) thermo-mechanical coil was inserted into the introducer but the coil got stuck and could not be advanced at all. The delatsxsft10 was replaced and the procedure was completed successfully without further issues. However, the surgery was delayed 10 minutes due to the event. There was no report of consequence or impact to the patient. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and constant flush was maintained. No visible product damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The patient¿s vessel was mildly torturous and not calcified. A target (stryker) guidewire, a medtronic guiding catheter, and a sl-10 (stryker) microcatheter were also used for the case without using dcb2000500. Additional information received indicated that the actual coil was not visible. The prescore area of the introducer was not open to expose the coil/device positioning unit (dpu). The coil/dpu did not protrude from the introducer. No further information was provided. The product was returned for investigation. The embolic coil was located in the translucent introducer sheath. There was blood in the translucent introducer sheath. The translucent introducer sheath was separated at the distal end of the resheathing tool. The translucent introducer sheath had been pulled through the resheathing tool past the introducer lock. There were no apparent kinks or bends in the device positioning unit (dpu) core wire. The ball tip was intact. There was blood on the embolic coil. The embolic coil was kinked. The condition of the articulating joint and resistance heating (rh) coil was obscured by blood and the translucent introducer sheath. The product was microscopically examined. The ball tip of the translucent introducer sheath had been pulled into the opening of the resheathing tool. There was a slight amount of remodeling damage to the v-notch of the resheathing tool. An attempt was made to advance the embolic coil through the introducer, even though the broken translucent introducer sheath prevents unsheathing the device. The kink in the embolic coil prevented it from advancing or retracting. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint that the device was impeded in the introducer was confirmed. The kink in the embolic coil prevented the device from advancing or retracting. The separation of the translucent introducer sheath is evidence of the application of excessive force to the device, possibly during an attempt to resheathe. It appears as though the resheathing tool was pulled along the translucent introducer sheath until the introducer lock was reached, and then pulling continued until the introducer lock had passed through the resheathing tool, the ball tip of the translucent introducer sheath was pulled into the opening of the resheathing tool, and the translucent introducer sheath had been pulled into two pieces. In addition, blood on the embolic coil and in the introducer indicates that an insufficient flush was maintained. The IFU states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. The exact sequence of events is unknown, and the cause of the kink in the embolic coil cannot be clearly identified by the condition of the returned device. The embolic coil could have been damaged in the same event that caused the separation of the translucent introducer sheath or it could have been damaged during an attempt to overcome resistance caused by insufficient flush. 100% of devices are inspected for kinks at the quality control (qc) final inspection. Thus, it is very unlikely that the observed kink in the embolic coil was present when the device left the manufacturing facility. With review of the product analysis and the device history records, there is no indication of any manufacturing issues related to the event or damages noted on the returned system. Although a definitive conclusion cannot be made, it appears that procedural and handling factors may have contributed to the reported failure and damages found on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report was received that during a coil embolization of a subarachnoid hemorrhage (sah) aneurysm at the internal carotid artery, a 2mm x 6cm deltaxsft10 (dlx100206, s12463) thermo-mechanical coil was inserted into the introducer but the coil got stuck and could not be advanced at all. The delatsxsft10 was replaced and the procedure was completed successfully without further issues. However, the surgery was delayed 10 minutes due to the event. There was no report of consequence or impact to the patient. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and constant flush was maintained. No visible product damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The patient¿s vessel was mildly torturous and not calcified. A target (stryker) guidewire, a medtronic guiding catheter, and a sl-10 (stryker) microcatheter were also used for the case without using dcb2000500. Additional information received indicated that the actual coil was not visible. The prescore area of the introducer was not open to expose the coil/device positioning unit (dpu). The coil/dpu did not protrude from the introducer. The product will be returned for analysis. No further information was provided.